Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 31/aug/2022, fresenius technical support received a call from a local fire captain requesting assistance with disconnecting this peritoneal dialysis (pd) patient from treatment. It was reported that the patient was having a seizure and required transport to the hospital. Tech support assisted the caller. Additional information was obtained through follow-up with the pd clinic. It was confirmed that the patient was transported to the emergency room (ER). The patient underwent diagnostic testing; however, the medical staff could not find evidence that the patient experienced a seizure. The patient did not receive any medical intervention while at the hospital and was not admitted. The patient returned home. The patient was scheduled for a routine lab draw on (B)(6) 2022 at the pd clinic. The patient did not show up for the appointment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 31/aug/2022, fresenius technical support received a call from a local fire captain requesting assistance with disconnecting this peritoneal dialysis (pd) patient from treatment. It was reported that the patient was having a seizure and required transport to the hospital. Tech support assisted the caller. Additional information was obtained through follow-up with the pd clinic. It was confirmed that the patient was transported to the emergency room (ER). The patient underwent diagnostic testing; however, the medical staff could not find evidence that the patient experienced a seizure. The patient did not receive any medical intervention while at the hospital and was not admitted. The patient returned home. The patient was scheduled for a routine lab draw on (B)(6) 2022 at the pd clinic. The patient did not show up for the appointment.